Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed a hardware error. Reportedly, the patient is pediatric using an adult receiver. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver data log was downloaded and reviewed and firmware errors were observed. The report of the receiver displaying a hardware error was confirmed. A root cause could not be determined.